Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber body was kinked near the connector end. Microscope inspection revealed that the fiber jacket around the tip was accordioned. The deformation of fiber jacket may have occurred during energy delivery which could result in heating of the fiber jacket in which then when inserting into the stripper may have contributed to the fiber jacket becoming accordioned. No fiber breaks were noticed along the length of the fiber. It is likely that the reported difficulty inserting the fiber into the stripper and that the insulation by the customer (likely meaning the fiber jacket) was not tightly adhered to the fiber. Procedural conditions of the device during set-up or use may have contributed to the fiber body becoming kinked. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that after energy delivery, the fiber melted, showing signs of burning on the insulation. The fiber could not be inserted into the stripper, it did not fit properly, giving the impression that the insulation was not tightly adhered to the fiber. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that after energy delivery, the fiber melted, showing signs of burning on the insulation. The fiber could not be inserted into the stripper, it did not fit properly, giving the impression that the insulation was not tightly adhered to the fiber. The procedure was completed with another device. There were no patient complications.